Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving an alert. Upon interrogation, high out of range, high voltage lead impedance was observed. Patient was asymptomatic and remained in the hospital with external support. The lead was capped and replaced on (B)(6) 2016. Patient was stable before, during and after the procedure.